Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This report is being submitted as an initial final submission. Investigation completed. The device history record (DHR) for 00515047601 lot number 64578435, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined there is no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported there was a malfunction of the pulsavac fanspray kit. The blue locking clip unlocked during lavage. Fan spray tip is falling from the handpiece. Too much vibration in handpiece. Event occurred during surgery. There was no patient involvement. No adverse events were reported as a result of this malfunction. No additional event information available.